Event description:
Info was received that reported a pt was hospitalized at 23:00 in 2007 due to an incident of diabetic ketoacidosis. The reporter stated that the morning of the hospitalization, she changed her set, site and insulin. She checked her blood glucose throughout the day and it ranged from 200 to 500mg/dl. Upon admission, the pt had a blood glucose of >500mg/dl. The pt was treated with IV fluids and insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.